Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.a DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.

Event description:
A case of a blood clot formation requiring intervention was reported during a cryoablation procedure where the baylis medical versacross rf wire (rf wire), and versacross large access transseptal dilator were used for initial transseptal puncture. Transspetal puncture was successfully completed and the versacross large access dilator was removed from the patient. The rf wire remained in the left atrium of the patient maintaining transseptal access. After about 10 minutes post transseptal, heparin was administered. While advancing the cryoablation sheath into the left atrium over the rf wire using an intracardiac echocardiography (ice) catheter, a blood clot on the rf wire was noted. An interventional cardiologist was consulted. During deployment of a sentinel cerebral protection system (boston scientific), the rf wire was inadvertently pulled back displacing the blood clot from the rf wire. Vascular surgery and neuro-intervention were consulted. The patient underwent a computerized tomography (CT) scan. CT results were normal. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.